Event description:
While doing thyroidectomy harmonic machine alarmed, on inspection noted one side of the scissors had broken off and had fallen on floor. Rptr checked to make sure it was perfect fit.